Manufacturer narrative:
MFR received date: 10 oct 2019. The replaced mc pcba (motor controller printed circuit board) was returned and failure investigation was performed on 01-oct-2019. It was determined that a defective comparator within the mc pcba caused the reported over voltage protection failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 09sept2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician also identified that the top cover was cracked. The service technician replaced the mc pcba (motor controller printed circuit board) to address the ovp circuit failure and the top cover to address the cracks. The ventilator successfully passed performance specification testing after the repair was completed.

Event description:
It was reported that an over voltage protection circuit failure occurred. There was no patient involvement.